Event description:
Per contact, 24 hrs after peg placement, the initial feeding was given to the pt. It was noted that the dome was in the abdominal wall. The pt developed an abscess. The peg was removed, the pt was treated with antibiotics and has been released from the hosp.